Manufacturer narrative:
The hill-rom tech found the head left brake not holding due to the caster needing to be adjusted. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech adjusted the caster to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the brakes are not holding. The bed was located at the account on the ground floor. There was no pt/user injury reported. (B)(4).